Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "played" with the implanted implantable cardiac monitor (icm), to the point that it was self-explanted. The icm is no longer in use. No patient complications have been reported as a result of this event.